Event description:
There was an unsuccessful attempts to deploy the falope ring. Upon removing the instrument, ring was no longer on the applicator. The intra-abdominal cavity and operating room table drapes and table were searched and the falope ring could not be located.